Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, when performing anastomosis of the artery, using a continuous suture, the thread broke and fell into the cavity of the patient. They used another suture mark to complete the case.